Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted to the hospital on (B)(6) 2023 with melena and hemoglobin of 6.2. They were treated with transfusions and octreotide. A scope did not show any active bleeding. All anticoagulation was stopped upon admission. Warfarin was resumed on (B)(6) 2023, and aspirin was resumed (B)(6) 2023. The patient was discharged home with suspected bleed resolved and labs within normal limit on (B)(6) 2023. There was no gastrointestinal bleed per diagnostic testing during admission. Scope, esophagogastroduodenoscopy (egd), and pill study were all performed. Only scope finding was diverticulosis, no bleeding. The patient was doing well at home and was being monitored outpatient on ongoing basis.